Event description:
Reporter states incorrect temperature range on shipper - 5-30 deg c / 10-25 deg c.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional information has been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted. (B)(4).